Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined patient not received via integration. Customer support specialist tested the propac payless states they are having issue with data not flowing from framework to mql to resolve this issue. The system functioned as intended customer support specialist troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the medbank system.

Event description:
It was reported by the customer that a pyxis medbank system patient not showing on cabinet. The customer mentioned that there was a delay to patient care. They are uable to pull the medication name was oxycodone. There were no adverse events or injuries reported based on this event.